Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during chemotherapy infusion, the patient experienced skin redness. The doctor suspected a subcutaneous leak and stopped the infusion. The remainder of the chemotherapy was administered via peripheral IV.

Manufacturer narrative:
Manufacturing review: a DHR was reviewed and no deviations or issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: one m.r.I. Lp plastic slimport with 6 fr silicone catheter was returned for evaluation. The returned device functioned properly under laboratory conditions, and no failures were noted. Therefore, the investigation is unconfirmed for the alleged subcutaneous leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during chemotherapy infusion, the patient experienced skin redness. The doctor suspected a subcutaneous leak and stopped the infusion. The remainder of the chemotherapy was administered via peripheral IV.